Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event.

Event description:
The customer contacted physio-control to report that their device powered itself off several times during use with a patient. There were no reports of adverse effects to the patient as a result of the reported issue. The customer reported that there are no further details about the patient or the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered itself off several times during use with a patient. There were no reports of adverse effects to the patient as a result of the reported issue. The customer reported that there are no further details about the patient or the event.